Event description:
Report received from the USA stating that the device has "low power." The device was not being used during surgery. It is unk if injury or medical intervention occurred. The date of the event in unk. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was eval and the reported condition of "low power" could not be confirmed. The device passed all tests and no problem were observed. If additional info becomes available a supplemental report will be submitted. (B)(4).